Event description:
No product was returned a sme summary is attached in h 10.

Manufacturer narrative:
Testing/inspection: no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Other analysis: no other analysis was performed. Root cause: the complaint was not confirmed since no samples, pictures or videos were received to perform a thorough investigation. Mitigation: occurrence. As per pm-436 rev 110 production personnel turn tube back and forth for a minimum of two (2) seconds. Remove immediately after two (2) seconds with a maximum of 5 seconds in the solvent according pm-1008. As per pm-436 rev 110 production join all components immediately after solvent application. Detection: production performs 100% visual inspection to assure that bond is free of leak paths. Production performs a leak and delivery accuracy test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that ?tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. ?the tests are properly performed. Action taken: no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported the device was in use and found to leak. No adverse effects reported.